Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the head of the microscope that attaches to the arm is loose and it appears that there are metal shavings around the bolt as if they are deteriorating. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
The customer reported that the optical head on the lx3 stand was loose. It appeared that the metal bolt attached to the libero was deteriorating. The lx3 stand was manufactured on march 31, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event could be attributed to a mechanical interference that disables the yoke set screw from engaging the libero mounting bolt. An internal investigation was opened and implemented to prevent potential interference with the mating components between the safety screw and yoke. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. (B)(4).